Event description:
Operative assistant reported the following event for dr (B)(6)., implant surgeon: "during the implantation of triathlon pkr where I was present to assist the surgeon, it was not possible to carry out the tibial cut with the ankle clamp system. The ankle clamp system was not adapted to the patient, the minimum setting was too high, the attachment of the proximal shaft arm was not in contact with the tibial eminence. Impossible for the surgeon to perform the distal tibial cut with instrumentation sent. Another instrumentation kit was opened to use another device. There was a delay of about 15 minutes, but the procedure was successfully completed. No impact for the patient."

Manufacturer narrative:
An event regarding incompatibility of an ankle clamp assembly with a patent, due to the patient's size and the limitations of the ankle clamp involving a proximal rod was reported. The event was not confirmed. Method & results: the proximal rod showed signs of use but still in good condition, no remarkable traces of misuse. Not performed as no patient information was made available for evaluation. Review of the device history records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because patient information was made available for evaluation. The results of the investigation suggest that the event is likely related to specific patient anatomy, and is not device related.

Event description:
Operative assistant reported the following event for dr g., implant surgeon: "during the implantation of triathlon pkr where I was present to assist the surgeon, it was not possible to carry out the tibial cut with the ankle clamp system. The ankle clamp system was not adapted to the patient, the minimum setting was too high, the attachment of the proximal shaft arm was not in contact with the tibial eminence. Impossible for the surgeon to perform the distal tibial cut with instrumentation sent. Another instrumentation kit was opened to use another device. There was a delay of about 15 minutes, but the procedure was successfully completed. No impact for the patient."

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.